Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Healthcare professional reported "patient has textured implants and does not like them" and that "upon explant it was noted that both implants had ruptured". The device was explanted. This record is for the right side.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, broken shell and others and missing a piece of shell (25-50%). A microscopic analysis was performed which identified: broken sharp and non-penetrating nick, near of the broken and opening site, this condition was called surgical impact. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: sharp broken on the posterior due to surgical impact; missing shell due to inconclusive and one sharp opening on the posterior due to surgical impact.

Event description:
Healthcare professional reported "patient has textured implants and does not like them" and that "upon explant it was noted that both implants had ruptured". The device was explanted. This record is for the right side.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported "patient has textured implants and does not like them" and that "upon explant it was noted that both implants had ruptured". The device was explanted. This record is for the right side.